Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol 3dmax med l (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it"; specifically a left inguinal herniorrhaphy with mesh removal. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No allegations have been made regarding the bard/davol 3dmax r (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax med r (device #1) with lot number huyj164 and a bard/davol 3dmax med l (device #2), lot number huyj0182 were implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it"; specifically a left inguinal herniorrhaphy with mesh removal. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax med r (device #1) with lot number huyj164 and a bard/davol 3dmax med l (device #2), lot number huyj0182 were implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it"; specifically a left inguinal herniorrhaphy with mesh removal. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2015 patient was diagnosed with bilateral direct inguinal hernia repair thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & #2). Per operative notes, "the hernias proved to be direct and the sacs were dissected back. Medium 3dmax meshes (device #1 & #2) were inserted intraperitoneally and secured." On (B)(6) 2015 and (B)(6) 2016 - patient had multiple hospital visits for left groin pain and probable left ilioinguinal neuritis. (B)(6) 2016 - patient underwent left inguinal nerve block repair procedure with ultrasound guidance. On (B)(6) 2016 - patient was diagnosed with left mesh inguinodynia thereby underwent exploratory laparotomy thereby underwent repair with left 3dmax mesh removal (device #2). Per operative notes, "there were adhesions between the greater omentum, sigmoid colon and the mesh in the left lower quadrant. These were taken down. The mesh was then freed and dissected away." Attorney alleges that the patient had adhesions and pain.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol 3dmax med l (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it"; specifically a left inguinal herniorrhaphy with mesh removal. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No allegations have been made regarding the bard/davol 3dmax r (device #1). Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of 3dmax left, patient was diagnosed with adhesions and chronic abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. Corrected fields: d.6a (date of implant), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.